Manufacturer narrative:
(B) (4). (B) (4). Based on the xact IFU, tia, stent fracture, deformation and/or stent damage are known potential adverse outcomes associated with carotid stents. In this case, no stent related discrepancies reported at the time of device preparation and stent implantation. The IFU states, "do not use the product after the use by date specified on the label". After further review of images, an abbott clinical found a grade 1 stent fracture. The cause of the stent breakage is unknown. It is unknown whether the IFU violation has contributed to the stent fracture and tia. A review of the lot history record did not reveal any nonconformity for this lot. Based on the available information and clinical evaluation, the event does not appear to be related to a product deficiency.

Event description:
Device issue: stent fracture. Time of device issue: approximately 1 year post procedure. Adverse event: transient ischemic attack. Onset of adverse event: approximately 1 year post procedure. It was reported that on (B) (6) 2010, approximately one year post a left internal carotid artery stenting procedure, the patient experienced a transient ischemic attack (tia) with mental status changes, left facial droop and left sided deficits. A CT scan was performed on (B) (6) 2010 and was negative. A duplex ultrasound was performed on (B) (6) 2010 - per the core lab report, there was a grade I mid-stent fracture noted. There is no intervention planned. The tia resolved the same day and the patient was discharged home. Although requested, there was no additional information provided.